Event description:
Account reported a false negative reaction with a known rh positive patient in manual gel with mts abd/abd gel cards lot #092214053-01. Account performed abd testing on a known rh positive patient on provue with abd/reverse cards. Account received expected 2+ results for the d typing. Account has a policy of confirming typings in manual gel using the abd/abd cards. Initially they used lot 092214053-01 and d typing was negative. They repeated the sample using an alternative lot of mts abd/abd gel cards and received expected 1+ reaction for the d typing. Daily qc performed and found to be acceptable. All reagents were stored appropriately and had normal appearance prior to use. No erroneous results released. Patient confirmed to be rh positive.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Customer provided ocd with patient sample and returned gel cards. Returned gel cards were expired and failed visual inspection. Strong positive reaction was obtained by ocd for the patient sample in retain gel cards of lot 092214053-01. These cards still passed visual inspection, although expired. (B)(4).